Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the anchor site. The physician believed that the infection was not device related. The patient was treated with antibiotics. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-56 serial#: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing pain at the anchor site. It was also reported that the patient was treated for an infection which was not device related. The patient was reportedly doing well.